Manufacturer narrative:
A2 - age at time of event: patient is a minor. E1- initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified pulmonary artery. An 8.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.